Manufacturer narrative:
Due to character restriction in e1 for event site name and event site address - the first affiliated hospital of (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was showing error message "automatic inflation failure". There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (event site telephone). Due to character limitation, below field are added from e1: event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection of the fault phenomenon "automatic inflation failure" maintenance mode test, the drive valve group data far exceeds the normal value, the pneumatic test data critical value, it is recommended that the customer replace the spare parts. Due to the high maintenance cost, the customer needs to report to the hospital for approval, so the maintenance is rejected. The equipment is currently unusable. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had error message "automatic inflation failure", re-inflation test could not solve the problem. No adverse event reported.